Manufacturer narrative:
The procalcitonin reagent lot number is 809463. The expiration date was not provided. The calibration and qc were reported within specification. A field service engineer (fse) determined that a sample probe tubing running out of the pulley was the root cause. The fse reinstalled the tubing, executed maintenance, and verified the analyzer was working according to specifications by mechanical and precision checks. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable elecsys calcitonin results from an unspecified number of patient samples tested on the cobas e 411 analyzer (disk system). The following examples of discrepant results were provided: sample 1 initial result was 0.18 ng/ml, and the repeat result was 12.8 ng/ml. Sample 2 initial result was 0.17 ng/ml, and the repeat result was 12.26 ng/ml. Sample 3 initial result was 0.17 ng/ml, and the repeat result was 2.68 ng/ml.